Manufacturer narrative:
No complaint was received with the return of the product. Failure event observed during analysis. As received, a complete lead was returned cut into two pieces. Final analysis found internal abrasions breaching the ring electrode cable lumen, with two located between the shock coils and one at the proximal region. Additionally, external abrasion breaching the ring electrode cable lumen at the proximal region of the lead was consistent with friction against the device can.

Event description:
This report is to advise of an event observed during analysis.